Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Evidence of use was observed in the photo but no damage to the components could be seen in the photo. The customer returned an opened cvc kit including one guide wire in its advancer and an arrow raulerson syringe (ars) for analysis. No needle was returned. Signs of use were observed on the swg. The guide wire was observed to have one kink on the body. The distal j-bend was not misshapen and intact. Both welds were present and were observed to be full and spherical. Visual analysis could not be performed on the needle as it was not returned. The kink measured 501mm from the proximal tip of the guide wire. The overall length of the guide wire measured 602mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.797mm which is within the specification of 0.788-0.826mm per guide wire product drawing. Dimensional analysis could not be performed on the needle as it was not returned. The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components as expected with minimal resistance. Performed per the instructions for use (IFU) statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." Functional analysis could not be performed on the needle as it was not returned. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked was confirmed through examination of the returned sample. The guide wire had one kink on the body , however, the introducer needle was not returned. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on these circumstances and the customer description, the root cause could not be determined as the introducer needle was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the needle during use on the patient. The spring wire guide was kinked. The patient's condition is reported as fine.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the needle during use on the patient. The spring wire guide was kinked. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).